Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty fitting a cartridge onto the pump. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no impact to blood glucose.